Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump failed self test. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. The customer was assisted with troubleshooting and it did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced also advised that the meter not sending the bg value to the pump could be a meter issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with constant rf pic failed self test alarms due to a faulty component on the rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and broken reservoir tube lip.